Manufacturer narrative:
If implanted; give date: not applicable, lens was not used. If explanted; give date: not applicable, lens was not used. Initial reporter: unknown/ not provided. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the optic of the intraocular lens was damaged. There was no patient involvement and/or injury reported. Based on follow up information, the lens optic was torn upon opening the package. No additional information provided.

Manufacturer narrative:
The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no additional investigation request for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.